Event description:
It was reported that vessel occlusion occurred. Two ranger drug-eluting balloons were selected for use. The target vessel was right superficial femoral artery (sfa). The vessel diameter was 6.0mm, 300mm long, 90% stenosed, no calcification. After the procedure was completed, the patient developed peripheral artery occlusion. Percutaneous intervention was performed to treat the occlusion. The patient is improving.